Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) for the reported event of occlusion within the j-tube. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that endovive two-port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for the advance stage of parkinson's disease. The procedure date is unknown however it was reported approximately two and half years ago. According to the complaint, in (B)(6) 2013 (exact date unknown however possibly (B)(6)) had trouble rinsing the j-tube. Medication was put through the side branch and after some rinsing it was able to be put back through the main branch again. On (B)(6) 2013 the high pressure alarm went off the patient was taken to the emergency room because the blockage could not be removed. The hospital was able to clear the blockage and the patient went back to the nursing home the same day. The blockage reoccurred on (B)(6) 2013, the patient was again sent to the hospital. The blockage was cleared. The j-tube had been scheduled to be replaced on (B)(6) 2013 however a new device was placed on (B)(6) 2013. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.